Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. Customer declined further troubleshooting with tandem technical support, therefore no additional information was able to be obtained. There was no reported adverse impact to the customer's blood glucose level.